Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event: [distributor] incoming inspection po#am23-008. We would like to inform you that some of the products didn't pass our receiving inspection. Please find attached spreadsheet. This report has cer non-conformance items. G-1200 lot #1456821 (1 ea.) - poor sealing "dscn0173". Type of intervention: na (incoming inspection). Patient status: na (no patient involvement).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of small scratches and holes on the mylar, the clear film of the pouch. Based on the condition of the returned unit, it is possible that the small scratches and holes on the mylar were caused due to improper handling of the unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event: [distributor] incoming inspection po# (B)(4). We would like to inform you that some of the products didn't pass our receiving inspection. Please find attached spreadsheet. This report has cer non-conformance items. G-1200 lot #1456821 (1 ea.) - poor sealing "(B)(6)" additional information was received via email on 26jul2023 from [name], [distributor]: when asking for clarification on what was meant by "poor sealing", the distributor responded "film has small scratches and holes." Type of intervention: na (incoming inspection). Patient status: na (no patient involvement).